Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Explant date has been explanted to date known.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 and b5.

Event description:
Healthcare professional reported left side lymph node, simple benign cysts and slight discontinuity of the fibrous capsule highlighting extracapsular silicone gel-like material at the posterior contour, compatible with extracapsular rupture and double contour and loop sign related to intracapsular rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side simple benign cysts and slight discontinuity of the fibrous capsule highlighting extracapsular silicone gel-like material at the posterior contour, compatible with extracapsular rupture and double contour and loop sign related to intracapsular rupture. The device remains implanted.